Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was closure of an unspecified access site using a prostyle device after a unknown procedure. Reportedly, at the time of suturing, the suture thread ruptured, making closure impossible. The method used to achieve hemostasis was not provided. There was no adverse patient effect. No additional information was provided.